Event description:
The caller reported the customer was not able to receive a blood glucose reading on their adc meter after applying a blood sample to the test strip. The customer experienced dizziness, dry mouth, vomiting and frequent urination. The customer went to the hospital and was given an unknown medication to lower their blood glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. During troubleshooting, the customer was able to test successfully with a second test strip lot. No additional information was obtained regarding the hospital visit as the caller refused to provide further details. Note: the device manufacture date is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.